Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups). The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age or date of birth, sex , weight, ethnicity, race. Relevant tests / laboratory data: other relevant history, preexisting medical conditions. Returned to manufacturer. Attempt #1 05/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) shut down due to power failure on the uninterruptible power supply (ups). The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) shut down due to an uninterruptible power supply (ups) failure. The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported. Service requested / performed: troubleshooting. The customer was advised to power down the cns then boot back up using the backup hard drive. Investigation summary: during troubleshooting, it was identified that the ups for the switch had failed. After the switch was powered on and plugged in, the issue was resolved. Based on the available information, the cause of the communication loss issue is ups power failure. Possible causes of the ups failure are power surges, inadequate ups maintenance, and normal wear and tear. Additional information: d8 was this device serviced by a third party? H2 if follow-up, what type?

Event description:
The customer reported that their central nurse's station (cns) shut down due to the power failure of the uninterruptible power supply (ups). The cns was monitoring bedside monitors (bsm's) at the time. No patient harm or injury was reported.